Manufacturer narrative:
H11: the initial MDR is not applicable as this is not a reportable event. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H11: low vault is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).